Event description:
When removing undeployed I-cast stent from body it was noted that the stent was no longer on the balloon. Through fluoroscopy it was determined that the stent was in the right internal iliac vein per physician. The decision was made by physician to take no further action with this undeployed stent.